Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had act buttons are harder to press, sometimes has to press buttons twice. No harm requiring medical intervention was reported. The customer stated insulin pump received unexplained no delivery alerts not due to site issues and rejected new battery. The device will not be returned for analysis.